Event description:
It was reported through a third person, that during an evh procedure, a pt developed co2 embolism. The pt's pressure dropped. The pt was, then, put in a trendelenburg position and a needle was used to relieve the co2 gas from the atrium. The pt stabilized and the procedure was completed with an open leg technique. No other pt complications were reported. It is believed that the event occurred when the physician assistant, that was performing the procedure, did not completely seal a large branch during cutting and sealing of the vein. The event was not a result of any device malfunction. The pt is reported to be doing fine post-op. This report is being submitted because surgical intervention was performed.